Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Unit passed self test and displacement test. Unit received with the audio alert functioning properly. No audio alert anomaly noted. Hardware low level failure alarm confirmed in the insulin pump history due to broken pin 6 trace (sda) on u1 keypad assembly.

Event description:
It was reported via phone call that the insulin pump had an audio anomaly. The device was not making any sound when alarming. The device alarmed hardware low level failure during self-test. Another self-test was completed and passed. The customer¿s blood glucose during the incident was 124 mg/dl. The device will be returned for analysis.